Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, it was noted that the right ventricular (rv) lead had difficulties to insert and screw into the header of the device. Moreover, the rv lead would dislodge when it was positioned in the corresponding channel. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events were difficulties to insert and screw the lead to the header of the device and lead dislodgement. As received, a complete lead was returned in two pieces. Visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The measured full helix extension was within specification. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.